Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted in turning the pump back on after it was shut off and was able to continue using the pump for insulin therapy.